Event description:
New information states that the lead was repositioned on (B)(6) 2019 without any consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. It was noted that the right atrial lead was dislodged and fell in the ventricle. The patient was stable. Lead revision was discussed because the patient suffers from bradycardia/tachycardia syndrome.